Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Intuitive surgical, inc. (Isi) has not received the generator yet.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, bipolar energy on vio dv integrated electrosurgical unit (iesu) or erbe could not be fired. Customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Customer used different energy cable and bipolar instruments, but the issue was not resolved. Tse confirmed error 25920 in the logs pointing to bipolar port issue of the iesu. The surgeon continued with the procedure using the system. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported (bipolar not firing) error was confirmed but not replicated. System logs found c - 00 error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The erbe was installed on an in-house system where it functioned as expected. The erbe energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) to determine the root cause and for further investigation. The complaint was confirmed based on field evaluation but not failure analysis. The probable cause is due an electrical component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the customer resolved the issue by restarting the erbe. The surgery was completed as planned with the same erbe generator. There was no harm or injury to the patient and no procedure delay.

Event description:
Refer to h11 for follow-up information.